Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged during slitting. It was also reported that the dislodgement occurred due to patient "vein malformation." The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Pati ent information is not generally available due to confidentiality concerns. (B)(4).